Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the surgeon was unable to place the pin through the x-hole on the distal femoral cutting block."